Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013 this is a list of my side effects and symptoms that I have experienced due to essure: severe cramping, pelvic pain, large blood clots during menses, painful period, long menstrual cycles, breast tenderness, joint, breast and neck pain, all over body aches, nausea, gas, constipation, diarrhea, severe fatigue, severe bloating, heartburn, headaches, migraines, dizziness, brain fog, numbness of extremities, hives on my legs, swelling of hands, legs and feet, hair loss, thin brittle nails, unexplained fevers, weight gain, loss of libido. I have/have not been seen by 5 doctors. I have been diagnosed with the following conditions: allergies, iron deficiency, vitamin d deficiency, overweight, gastritis, and irregular, heavy and painful periods. The device is still inside of me.